Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Analysis of the system log file showed ¿xsc: tcp - connection reset by peer¿ error. The xcs was replaced before (in smax ID: 0122791528). During troubleshooting, the fse reloaded the xsc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.